Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found the j7 connector not plugged in properly and misaligned battery tube. Also found bleeding and cracked glass on pcba 1. The following were also noted during visual inspection: cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage. Blank display was confirmed during testing due to misaligned battery tube and j7 connector not plugged in properly. Cosmetic damage was confirmed at the back of the battery compartment. Also found bleeding and cracked glass on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that there was a crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and crack was found at the back battery side of the pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer discontinued the use and returned the device for analysis.